Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following an exchange due to user concern. A log file was submitted and downloaded for review that showed overlapping events spanning approximately 6 days (15jan2025 ¿ 20jan2025, 28jan2025 per timestamp). Events occurring on 28jan2025 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2025 at 19:40:58 for a system controller exchange. There were no notable alarms active in the log files that would indicate an issue with the system controller. The system controller was returned for analysis in unremarkable condition. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Multiple good faith efforts were sent asking why the system controller was exchanged. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2022. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported log files were submitted again on (B)(6) 2025 after a system controller exchange was performed. The event log file recorded backup_battery(ebb)_fault associated with (f30) ebb_end_service_life events shortly after the system controller was connected. The fault was cleared after a backup_battery_not_installed event occurred. The recorded data indicates that the flow values have improved to ~ 3.8 liters per minute. The trended data appeared to show a gradual reduction in the average pi values since initially connected to this system controller.